Event description:
End user reports she "performs intermittent urinary self-catheterization every 4-6 hrs due to retention for the past 30 years." End user reports the "cure f14 is 5 ¼¿ long (end of hub to tip of catheter) instead of 6¿ as noted on the package and she feels she does not empty completely because of this and attributes the 3 urinary tract infections uti¿s she has had since (B)(6) 2022 to this issue. Uti symptoms reported to her hcp included burning with voiding, back pain, low grade fever. A urine culture and blood work were done. She was given 3 courses of oral antibiotic - macrobid x 1 and currently completing a course of cephelex.."